Event description:
Complainant alleged that the clinicians had administered approximately fifteen 200 joule shocks to the pt (age and gender unknown), but at some point the pad arced from the center of the anterior pad. The clinician reported that CPR had been administered to the pt subsequent to the pads being applied. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.